Event description:
It was reported that the 9900 system locked up during a femur case. The 9900 system had to be removed and the procedure was completed with another c-arm. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fluoro functions board was replaced as a precaution during the service call. The system was tested, found to be working as intended and placed back into service.